Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient stated that they think their kidneys shut down. On (B)(6) 2020 the patient called their doctor and the doctor told them to go to the hospital. The patient was wearing the pod when they got to the hospital and they received an occlusion alarm at 7:05 pm. The doctors then removed the pod. The doctors then monitored the patient's blood glucose levels with manual injections. Patient was in the hospital for 1 day. The patient's blood glucose history are as follows: time bg(mg/dl) 2:05 pm bg 402 5:19 pm bg 556